Event description:
During a cervical neurotomy at c5-c6, the tip of the smk-c5 broke off. The tip of the smk was modified, curved, prior to insertion into the pt. The procedure was finished successfully using another smk. Upon completion of the procedure, the dr viewed the broken tip under fluoroscopy and decided to leave it in.